Event description:
It was reported that the drill attachment heated up during testing a the user facility. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.